Event description:
Additional info was provided by the surgeon. A vitreous leak also occurred during insertion of the intraocular lens (iol). The surgeon does not believe the iol malfunctioned.

Event description:
A user facility reports that the intraocular lens tore the capsular bag. The iol was removed and an anterior vitrectomy was performed. Additional information has been requested.